Event description:
Patient was revised to address osteolysis. (Right hip).

Manufacturer narrative:
The devices associated with this report were not returned. A search of the complaint database was not possible as the product and lot codes required were not provided. The investigation could not draw any conclusions regarding the reported event with the information available. Based on the inability to identify a root cause, the need for corrective action was not indicated.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Update rec'd 11/1/2012 - pfs and medical records received. Part/lot was provided. A correct doi was given for both hips. After review of the revision operative note for the right hip, there was a confirmed dislocation, black tissue staining, and osteolysis. The litigation mentioned loosening, but there was no mention of loosening in the revision operative note. The first two implants reported are for the right hip and the last two products are for the left hip. There is no new additional infomration that would affect the existing MDR decision.

Manufacturer narrative:
The complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Update: (B)(4) 2012 - litigation papers received. In addition to osteolysis, the patient suffers from discomfort, pain, stiffness, loss of motion, and upon information and belief, osteolysis, loosening, and/or dislocation of the hip, all of which results in difficulty ambulating and risk for metal toxicity. Litigation provided general date of implantation and noted that the patient is bilateral. All appropriate changes and updates have been made.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.